Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker stored episodes containing farfield oversensing of r-waves on the atrial channel, resulting in inappropriate mode switching. Technical services (ts) discussed troubleshooting options and programming considerations, such as extending atrial blanking from 45 ms to either 65 or 85 ms. This pacemaker remains in service. No adverse patient effects were reported.